Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) certain¿ titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Fracture identified around the screw threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (fdi) and was used for approximately 14 days. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the screw fractured at the threads of the screw and was removed.